Manufacturer narrative:
(B)(4)

Event description:
The hcp was unable to insert the lead into the header block of the implantable neurostimulator, port 0-7. They were able to insert it into 8-15. Device registration shows a different neurostimulator was implanted. No additional clinical info was reported. Additional info has been requested. A f/u report will be submitted if additional info becomes available.